Manufacturer narrative:
Other applicable components are: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Please see regulatory rep #: 3004209178-2019-17665 for report of the related/duplicate ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with neurostimulators for non-malignant pain, post lumbar laminectomy syndrome, lumbar radiculopathy, and cervical radiculopathy. It was reported that the patient doesn¿t really turn on her stimulation because when the stim is on and she turns her neck, her left shoulder would get an electrical shock around the area. The patient stated that this had been going on for several months. There were no further complications reported or anticipated.